Event description:
A doctor alleged that a patient had experienced the loss of a veneer from tooth #6 on two (2) separate occasions after placement with the nx3 dual cure clear and bond-1products.

Manufacturer narrative:
A physical evaluation was performed on the returned product, yielding results within specifications.

Manufacturer narrative:
Specific patient information with regard to age, gender, and weight was not provided. The veneer had debonded one (1) day after the first cementation. The patient returned to the office and the veneer was re-cemented. The restoration then debonded a second time two (2) days later. The patient returned to the office and the veneer was re-cemented, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.